Manufacturer narrative:
Company comment: the serious event of vascular occlusion was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-dec-2023 by a physician and an other health professional, which refer to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane lyft lidocaine to the posterior temple in the hairline (unknown amount, lot number, injection technique and needle type). After treatment, the patient experienced occlusion (vascular occlusion) in the posterior temple in the hairline. The hcp had managed the patient for a few hours with hyaluronidase [hyaluronidase] and currently the patient was receiving treatment in a hyperbaric chamber. Outcome at the time of the report: occlusion was unknown.